Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
The affiliate reported that the patient had hydrocephalus due to the cerebral vascular malformation. The surgeon implanted a valve with no abnormalities found during that procedure. A cranioplasty was also done and the surgeon checked the valve and found that it had cracked. The valve was revised and the patient is in stable condition.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the serial number is (B)(4) and not cnmblv as previously reported. Cnmblv is the lot number of the device. The valve was visually inspected and it was confirmed that the silicone housing was torn. It is possible that a sharp pointed object came in contact with the silicone housing however this could not be confirmed. It is not possible to determine if the tear occurred during the implant or explant of the device. Review of the history device records confirmed the valve conformed to the specifications prior to distribution. Trends will be monitored for this and/or similar complaints. At the present time this complaint is considered closed.